Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was assisted with loading a new cartridge, but the cartridge alarm persisted, preventing a successful resumption of insulin therapy. Consequently, the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.